Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic transvaginal hernia repair where the device was used. A 2 centimeter transverse colpotomy incision was made and a port was introduced. One 12-mm trocar and two 5 millimeter trocars were placed through the port and standard straight laparoscopic instruments were used. An appropriately sized round mesh was deployed within a specimen retrieval bag into the peritoneal cavity. Complete anterior circumferential fixation of the mesh was achieved using a tacker device. The colpotomy incision was closed with a running absorbable suture. The case was converted to an open procedure after a full-thickness high rectal injury was recognized after transvaginal access was attempted. The umbilical hernia was subsequently repaired with an open technique, without mesh. No hernia recurrences have been reported to date. Postoperatively, the patient recovered well without further complication. This correlates to patient 1 in the literature from the following article: pure transvaginal ventral hernia repair in humans authors: stephanie g. Wood, md1, lucian panait, md1, andrew j. Duffy, md1, robert l. Bell, md1, and kurt e. Roberts, md1 doi: 10.1177/1553350613497269.